Event description:
The stimulation could not be adjusted. The device was in a power on reset condition and displayed a "call your doctor" icon. The pt was traveling in (B)(6). Further info is being requested at this time.

Manufacturer narrative:
(B)(4).